Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 70% to 4% after being connected to a power source. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.